Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cs100 intra-aortic balloon pump (iabp) battery cannot store electricity. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, and found the battery could not hold power for half an hour. The customer chose not to replace the battery. The iabp has not been returned to factory specifications. If additional information is received regarding repair of the unit, a supplemental report will be submitted.

Event description:
N/a.